Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level (402 mg/dl) and a correction bolus was delivered to address the bg level. The customer was not sure what caused the high bg. A new infusion set site was inserted. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the high bg.